Event description:
A doctor reported about twelve pts have been seen with keratitis and eye irritation after using this product with all different kinds of soft lenses. Additional info has been requested.

Manufacturer narrative:
Eval summary: no sample or lot code was provided by the customer. Product is compounded in (B)(4). The sterilization of the product is achieved by in-line filter sterilization. Filling performed in a grade a area (class 100). Raw material testing is performed per requirements and dispositioned based on established acceptance criteria. All lens care product undergo microbial and chemistry in process and finished product testing. A review of the stability data for all lots of this product currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. All compounding, filling mbrs are subjected to 2 independent reviews. In addition, prior to product release, the following are reviewed: all chemistry and microbial finished product results, environmental, utility, bioburden records and sanitization records. The primary components (bottles and closures) are produced under controlled conditions and are double bagged and placed into shippers from the supplier. Those shippers and the components inside are sterilized prior to being sent to alcon. All incoming components are inspected by qa and are verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. Mfg areas are routinely monitored for environmental (temperature, humidity, air pressure, viable and nonviable). A review of the class 100% growth for each of the clc lines was performed for the period (B)(6) 2010 - (B)(6) 2011. There were no adverse trends for class 100 % growth during this review period for the clc production lines. Additional info was requested on 08/12/2011(3). (B)(4).